Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-22606. During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. The patient is non-pacemaker dependent and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.